Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced twinges for the last five years and has gotten worse as per current checked. Patient believed it was related to electronics. As of this time, this crt-p remains in service. No adverse patient effects were reported.